Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found one haptic torn. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens, -13.5 diopter, and the lens was noted to have flipped. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The iris had come down so the surgeon decided to bring the patient back on (B)(6) 2017 to implant the backup lens. The reporter indicated the cause of the event was unknown. The reporter indicated they used another manufacturers injector system with this model lens and this is off-label use.

Manufacturer narrative:
Previous: the reporter indicated they used another manufacturers injector system with this model lens and this is off label use. Corrected: by the reporter clarification that the staar injection system was used. (B)(4).